Event description:
It was reported there was a pause in the atrial sense ventricular pace pattern observed on the electrogram (egm). The egm was reviewed by technical services and it was determined the pause may be due to intermittent atrial undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg), (B)(6) 2013. (B)(4).